Event description:
The facility representative reported a flo-gard infusion pump with failure code f-82. This condition was found during programming/setup of the device in the emergency room. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with diagnostic failure code f-82 was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be a damaged slave central processing unit (cpu). The cpu was replaced and calibrated to correct this condition. A device history review could not be completed as the data-card retention period has expired. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.